Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's left ventricular lead had exhibited phrenic nerve stimulation. The lead had been reprogrammed many times to no avail. Physician decided to cap and replace the lead on (B)(6) 2020. Patient condition was stable after the procedure.